Event description:
It was reported that the patient experienced recurrent hypoglycemic events with reported blood glucose values ranging from a high of 401 mg/dl following glucagon administration to a low of 29 mg/dl, resulting in emergency medical services intervention and emergency department evaluation. The initial event occurred overnight when the patient awoke with a blood glucose of 38 mg/dl and was treated by a caregiver with glucagon after paramedics were called. Blood glucose subsequently increased above 401 mg/dl and later decreased again, after which the patient awoke in an ambulance and was transported to the emergency department where intravenous glucose and oral carbohydrates were administered before discharge the same day without inpatient admission. Symptoms included hypoglycemia with loss of consciousness and subsequent hyperglycemia after rescue treatment. Outcomes included required medical intervention by emergency medical services and emergency department treatment without admission. Investigation included communication with the patient and review of device reports. Review of the information indicated that the subsequent severe hypoglycemia was associated with rebound effects and insulin stacking following the initial hypoglycemia and glucagon treatment. Investigation of this case revealed insufficient information to identify a specific device malfunction or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.